Event description:
It was reported that the patient presented in the operation room experiencing discomfort due to muscle stimulation from the right atrial (ra) lead. Upon interrogation, the ra lead was experiencing over-sensing noise leading to automatic mode switch (ams) episodes, as well as atrial pacing inhibition. The new replacement ra lead was not able to be implanted due to patient's anatomy. The original lead was re-inserted for use. The patient was stable.